Event description:
It was reported that when the device was used during a hemorrhoid procedure, the physician was at the final step of the procedure and took the safety off to fire the stapler. When he squeezed the handle, he felt a lot of resistance, as if the safety were still engaged. He checked it again and the safety latch was disengaged but he still could not fire the instrument. He dialed the anvil all the way open - then closed again, took the safety off and got the same resistance. He then dialed the anvil open, cut the purse string and started all over with a new device without incident. There was no reported pt.